Event description:
Reporter called because the customer was experiencing hypoglycemic symptoms and could not test due to an error on the compact system while using expired strips. Reporter stated customer took normal medication with a normal result and 2 hrs later, the customer began experiencing the hypoglycemic symptoms. She treated the customer with glucose tabs and no food. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.